Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right ventricular (rv) lead pacing impedance measurements greater than 2000 ohms as well as an increase in pacing threshold measurements. Additionally, the local area field representative reported there was oversensing of noise on the rv lead resulting in pacing inhibition, however, the patient experienced no asystole as they had an underlying rhythm. The physician performed a revision procedure and performed a tug test with the rv lead remaining securely in the device header. Additionally the rv lead was with a pacing system analyzer (psa) and all measurements were found to be stable and within range. The physician reinserted the rv lead into the crt-d and all measurements remained stable. No adverse patient effects were reported and the patient's rv lead is a non-boston scientific product.

Manufacturer narrative:
Our records indicate this crt-d remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.